Manufacturer narrative:
The product is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced severe pain around the implant site three weeks post implant. One week later, the patient was found to be human leukocyte antigen b27 positive (hla-b27) with high inflammatory markers, and was diagnosed with reactive arthritis. It was reported that during months of treatment with various medications, the patient developed several other health problems including; joint fluid, tracheal stenosis and anterior uveitis. The patient suspected a potential reaction to the device system and then requested explant of the system. Following cardiology testing, the patient was found to have appropriate heart function with no abnormal rhythms. The s-ICD and electrode were then explanted. The patient reported improvement of symptoms following system explant and reported being able to discontinue taking medications. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was corrected to include additional patient codes that were not included in the previous report. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:41 pm CT. The report number is being corrected from: 2124215-2018-62532 to: 2124215-2018-61447.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the common device name.